Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the no foam bottle assembly.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no-foam solution was leaking from the unicel dxc 600 pro synchron chemistry analyzer onto the floor. No operator exposure was noted.